Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, drawings, instructions for use (IFU), manufacturing instructions, specifications, quality control and visual inspection of the returned device was conducted during the investigation. One used ultrathane mac-loc locking loop multipurpose drainage catheter from an unknown lot number was returned for inspection. Visual inspection of the returned device revealed the shaft is partially separated below the hub with a 1.5 cm section of tubing still attached. The jagged edges indicate tearing and it appears the catheter was bent back upon itself to the point of breaking. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. Based on the information provided, examination of the returned device and the results of our investigation, a definitive root cause could not be determined although jagged edges indicate tearing and it appears the catheter was bent back upon itself to the point of breaking. We will continue to monitor for similar complaints. Per the risk assessment no further action is required.

Manufacturer narrative:
(B)(4).the event is currently under investigation.

Event description:
It was reported the patient had a nephrostomy procedure done within the previous 7 days of this event and the catheter broke just before the hub. The patient was recalled to the hospital to have it replaced. A section of the device did not remain inside the patient¿s body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.